Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes.' H4: device manufacture date not available, lot number unknown. H10: additional narrative: an imp,tsv,4.1mm,sbm,10 (tsv4b10) was returned for investigation in the complaint. Visual inspection of the as returned product identified worn markings due to usage. Mount fractured at hex. No malfunction to the implant. Pre-existing patient factors, x-ray, tooth location are not relevant to the reported event. The length of usage of the device is same day. Pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants 4869 rev 9-10/19. Information identified: 'contraindications' 'warnings' 'changes in performance' 'adverse effects' DHR review: DHR review was completed for the subject lot number (1240277). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (1240277) for similar event and no other complaint was identified. Review completed utilizing keywords: fracture mount. Post market trend review: april post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Event description:
Doctor reported that implant's hexagonal broke off when placing it under 30 ncm.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Weight unknown / not provided.